Manufacturer narrative:
Concomitant medical products: product ID; 8840, product type: programmer, physician. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The patient had missed the pump refill. The pump was alarming on (B)(6) 2015 due to the low reservoir alarm. The empty reservoir alarm occurred on (B)(6) 2015. They were ordering the drug the next day and planned to refill the pump at that time. At the time of this report, they were going to silence the alarm which required entering a reservoir volume and alarm volume to update the pump. The patient had no symptoms related to the event. The device system was delivering morphine.